Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device displayed an unknown defib fault error message. The customer was unable to confirm what error message displayed. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. Zoll medical (B)(4) evaluated the device and the reported malfunction was observed but not duplicated. The device was put through extensive testing without duplicating the malfunction. A system interconnection flex cable was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 196" message. Complainant indicated that there was no patient involvement in the reported malfunction.